Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received a failed battery alarm. The customer¿s blood glucose level was 250 mg/dl. The customer was assisted with troubleshooting for failed battery and the customer states received failed battery alarm again. Advised we will send a replacement battery cap. Advised customer to monitor the pump. Advised to revert to back up plan. The insulin pump will not be returned for analysis.